Event description:
It was reported that the l4-034 was coming up on the lcd screen during the breast biopsy. The procedure was completed. There were no patient consequences reported. One device to be returned for repair.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2008. Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the error code l4-034 in the event log. To correct the complaint the analysis site replaced the if board. The analysis site found the vacuum pump mounts were loose, and to correct this issue the site replaced the pump mount screws (4), the pump mounts (4), flat washers (4), and fender washers (4). The vso failed and was replaced. After all servicing, the unit has passed all qa inspections. The unit has not been returned for service prior to this event, therefore, no service history review could be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.